Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter name and address: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd conventional pen needle medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: needle blocked.

Event description:
It was reported while using an unspecified bd conventional pen needle medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: needle blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13sep2022. Unable to perform complaint lot history check due to an unknown lot number for bent cannula. A review of all risk management documents for the product family of the device involved in this complaint (pen needle: bent cannula), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: customer returned two (2) used 32g x 4mm pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked, needle(s) bent and rear cannula end is broken and gets stuck. The returned pen needles were examined, and it was observed that the patient end (pe) cannula was broken on one pen needle, and the non-patient end (npe) cannula was bent on the other pen needle. No evidence of manufacturing defect was observed. Neither sample could be tested for flow due to the conditions that the cannulas were returned in. Since the samples were returned after use, and no manufacturing defects were observed, the probable cause of the broken pe cannula and bent npe cannula can be traced to the user. No DHR review can be carried out as lot number is unknown. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (pe cannula broken). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The pe cannula was broken by the user after handling the pen needle. H3 other text : see h.10.